Event description:
MFR received the original complaint in 2004. There was no specific patient or bed information given, although the customer stated "in general" the customer felt there was an increase in patient pressure ulcers. A MFR sales manager along with a clinical therapist investigated this issue and noted the ICU uses tightly fitted sheets, and noted that many of the patients were sitting in chairs next to the beds in the ICU rooms. The clinical therapist reported to the ICU nurse that the fitted sheets as well as the patients being in chairs during the day might be contributing to skin breakdown.